Event description:
Ous MDR - during a routine follow-up, the ICD could not be interrogated. A suspected lead fracture was reported. Both the lead and the ICD were explanted and returned for analysis. The patient is a male and aged (B)(6). The implant date was not provided. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The analysis of the lead revealed multiple signs of wear. In particular at approx. 24 cm distal to the is-1 connector pin a rubbed through insulation was found. The coating of the conductor cable to the rv shock coil was found damaged in this area. These finding scan be considered as the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing.